Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and showed lead migration. The patient underwent a lead revision procedure and was doing well postoperatively.